Event description:
It was reported during geometry collection using a cool path catheter, the heart was perforated.

Manufacturer narrative:
No product was returned for eval. Review of the device history records was not possible as the lot number for the device is unk. The cause for the reported perforation remains unk. Date report submitted to FDA by MFR: (B)(4) 2010. Date the initial reporter provided the info to the MFR: (B)(4) 2010.